Event description:
Cytostatics was being infused through the catheter and leaked through the septum which could cause harm to the patient and the nurse.

Manufacturer narrative:
The sample is being returned for the investigation. Attempts have been made to obtain additional information. Upon completion of the investigation, a supplemental report will be submitted.